Manufacturer narrative:
A ge service rep performed an investigation. The video controller board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the image went black intermittently. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.